Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: visual examination of the returned product identified signs of repeated use (nicked or gouged) and the lever threaded rod has fractured. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to wear and tear from repeated use over 15+ years. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was no patient involvement. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the femoral impactor was discovered fractured upon opening the tray prior to the procedure; another tray was opened for the procedure. Attempts have been made, but there is no additional information at this time.